Manufacturer narrative:
Block b3: exact date unknown, event occurred over a year ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7122243. Product family: scs-ipg-pc. Upn: m365sc14160. Model: sc-1416. Serial: (B)(6). Batch: 216244.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system revision procedure due to lead high impedance and implantable pulse generator (ipg) migration. The patient was doing well postoperatively. The explanted device components were disposed by the medical facility.